Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that during a lead revision procedure, the set screw would not tighten on the pace/sense portion of the competitors lead. Device was explanted and replaced. The patients condition was stable after the procedure.

Manufacturer narrative:
The reported setscrew anomaly was confirmed in the laboratory. Septum debris was observed at the bottom of the v tip set screw hex cavity.